Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during the intraocular lens (iol)implantation surgery, the lens was scratched/bent. Hence the lens was removed and replaced with another lens during the same procedure. Additional information was received stating that the physician was unsure on what caused the scratch on the lens, but they suspect the cartridge to be defective.